Event description:
Same case as MFR report #: 2134265-2009-01021, 2134265-2009-01023. It was reported that during a coronary drug eluting stenting procedure, stent dislodgement, thrombosis and patient death occurred. The lesion was located in a severely tortuous and moderately calcified left anterior descending artery (lad). The mid lad was predilated with a maverick 2.0x9mm balloon to 6 atmospheres targeting 2 specific areas. It was reported that at this time the ostium looked hazier and the same balloon was used to predilate this area as well. A 3.0x24mm taxus drug eluting stent (des) was advanced to the lesion and placed to cover the 2 spots ballooned in the left anterior descending artery and the origin of the diagonal. The stent was deployed at 10 atms due to significant impingement of flow in the diagonal branch along with chest pain and lateral st depression. New guidewires were advanced with some resistance. A kissing balloon dilatation was then performed with a 3x12mm maverick balloon in the lad and a 2.0x12mm maverick balloon in the diagonal vessel. This dilatation failed to restore diagonal flow so a 2.5x12mm maverick balloon was used and 3 sequential diagonal inflations restored flow and resolved the pt's chest pain. The physician then attempted to place a 2.5x20mm taxus liberte' des in the diagonal vessel in a t-formation with the lad stent but was unable to pass it more than a couple of millimeters into the diagonal vessel. Upon withdrawing the stent the physician felt resistance in the left main and felt what he thought was stent dislodgement. When the device was removed from the body the physician noted that the stent had dislodged on a ridge of calcium in the left main. At that point imaging failed to locate the dislodged stent. The physician attempted to again place a stent in the diagonal vessel in a t-formation with the lad stent but was unable to pass the stent through the distal left main or proximal lad along the diagonal guidewire. The physician assumed this was either due to the detached stent on the wire or due to the poorly expanded lad stent. For this reason, the proximal part of the stent placed in the lad was post-dilated over the lad wire with a 3.5x12mm quantum balloon to high pressure. The physician was still unable to cross over the diagonal wire. The vasculature was reimaged and it was determined that the stent was likely lodged in the distal left main stem bridging the origin of the left circumflex and an intermediate vessel. A 1.5x15mm maverick balloon was advanced through the dislodged stent and was inflated to 6 atmospheres. The inflated balloon was pulled back through the dislodged stent to try and capture it into the guide catheter. The physician was unable to capture the dislodged stent and attempted a second retrieval with a 2.0x9mm maverick balloon which was also unsuccessful. Due to the fact that the stent could not be retrieved, the physician elected to deploy the stent in the left main although the physician appreciated that this was potentially a high risk strategy given that the circumflex artery and intermediate ostia could be compromised and that the right coronary artery was blocked. A 2.5x12mm maverick balloon was inflated on two occasions to 10 atmospheres inside the dislodged taxus liberte' stent. Angiographic appearances improved at this point but the immediate post-balloon angiogram showed a proximal mobile left main filling defect consistent with thrombus. The physician hypothesized that this was either due to catheter-related thrombus and/or thrombus that was collected inside the non-deployed stent while attempts were being made to retrieve it. The pt went into asystole and timi 0 flow was observed down the left coronary artery. A pulse was lost the pt flailed his arms and the catheter along with the wires were pulled from the left coronary artery. Cardiac resuscitation began while the physician attempted to re-enter the left main. The physician attempted to advance both a 2.0x15mm maverick balloon and a 1.5x15mm maverick balloon; however, neither was able to enter the left main. A right ventricular pacing wire was placed and although the pt's rhythm then showed pacing spikes, it was not possible to capture the myocardium and restore normal rhythm. A maverick 2.0x15mm balloon was able to reach the thrombus in the left main and high pressure balloon inflation was performed with no impact on antegrade flow. Dilatation of the same area was repeated with a 3.0x15mm maverick balloon but again antegrade flow was not restored. A 5mg bolus of adrenaline was administered. The pt was pronounced dead approx three hours after the start of the procedure. The documented cause of death is acute stent thrombosis.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.